Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent deployed prematurely. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that a wallflex ¿ duodenal stent was to be used to treat a 4 cm malignant stricture at the pylorus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not pre dilated prior to stent placement. During the procedure, the stent was deployed however a resistance was encountered. The stent was only partially deployed and then resheathed. After the stent has been fully reconstrained, the device was removed from the patient. It was discovered that only the delivery system was removed from the patient and the stent was accidentally deployed in d3 of the duodenum. It was noticed that some of the plastic over sheath covering was kinked. Another wallflex duodenal stent was implanted across the stricture to overlap with the miss placed stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex enteral duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was already deployed. A visual and tactile examination found that the blue and clear outer sheaths were kinked. Additionally, the stainless steel tube was bent. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex duodenal stent was to be used to treat a 4 cm malignant stricture at the pylorus during a stent placement procedure performed (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not pre dilated prior to stent placement. During the procedure, the stent was deployed however a resistance was encountered. The stent was only partially deployed and then resheathed. After the stent has been fully reconstrained, the device was removed from the patient. It was discovered that only the delivery system was removed from the patient and the stent was accidentally deployed in d3 of the duodenum. It was noticed that some of the plastic over sheath covering was kinked. Another wallflex duodenal stent was implanted across the stricture to overlap with the miss placed stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.